Manufacturer narrative:
Batch review performed on 18 october 2018. Lot 164025:(B)(4) items manufactured and released on 28 september 2016. Expiration date: 2021-09-11 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability 1 year and 3 months after primary surgery. The surgeon revised the 11mm liner to a 14mm liner.